Event description:
It was reported that when using the bd pyxis¿ medstation¿ es label printer connected to the pacu station experienced configuration issues. Labels were printing in portrait orientation instead of the required landscape format, and the printed output appeared faint with light ink. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was failed. A technical support specialist dialed into the station followed knowledge article (d411 printer release - pyxis communication (B)(6)) to set the printer settings correctly and restarted the spooler services to resolve the issue. The system functioned as intended after the technical support troubleshot the issue.